Event description:
It was reported that during a knee procedure using 45 degree chondral pick, the edge of the pick got bent while hammering into the bone. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.